Event description:
When the stent was positioned at the lesion via the prowler microcatheter, the physician withdrew the microcatheter to release the enterprise stent, but the microcatheter was not withdrawn on position mark of stent, the stent was released. The stent was not position at the lesion instead it was position on the distal end of the lesion. Then physician implanted another stent to complete procedure. No impact to patient. This stent was still implanted in the body of patient. But the microguidewire can be returned for evaluation. The lot number for the enterprise stent was 01421603. The first enterprise did not cover any section of the aneurysm neck. The microcatheter used to deliver the enterprise system was a prowler select plus straight (606s255x). The issue was not that the physician was not ready to deploy/detached the stent, but the stent was deployed while the mc had not passed the recapture point. The enterprise was not recaptured. There was nothing wrong with the microcatheter that contributed to the event (ex: resistance/friction, etc).

Manufacturer narrative:
However, after the stent was deployed/detached, the microcatheter and enterprise delivery system were removed as unit, since the physician was not sure if the microcatheter contributed to the event and the target site was lost. A jailed technique was utilized with the case. A constant and dedicated flush was maintained at all times through the microcatheter. The microcatheter was not re-shaped. The target site was the supraclinoid portion of the internal carotid artery. The vessel diameter distal and proximal to the aneurysm neck was 3.6mm. The aneurysm was saccular and measured 4x5mm, neck was 4.5mm, neck to sac ration was 4/4.5. After removal of the first enterprise stent, no damages were noticed on any section of the delivery wire. The patient was taking prior to the procedure aspiring 100mg/d, plavix 75mg/d for 3days. The current patient condition was good. This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00239 and 1058196-2010-00240. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
When the stent was positioned at the lesion via the prowler select plus straight (606s255x) microcatheter, the physician withdrew the microcatheter to release the enterprise stent, but the stent released prior to the mc passing the recapture limit point. The enterprise was not recaptured. The stent was not positioned at the intended site; it was position on the distal end of the lesion. Another stent was implanted to complete procedure. It was reported that there was no impact to the patient. There was no resistance/friction with the microcatheter that contributed to the event. However, because it wasn't known if the microcatheter contributed to the event, the microcatheter and enterprise delivery system were removed as unit. A jailed microcatheter technique was utilized with the case. A constant and dedicated flush was maintained at all times through the microcatheter. The microcatheter was not re-shaped. The target site was the supraclinoid portion of the internal carotid artery. The vessel diameter distal and proximal to the aneurysm neck was 3.6mm. The aneurysm was saccular and measured 4×5mm, with a 4.5mm neck. The neck to sac ration was 4/4.5. After removal of the first enterprise stent, no damages were noticed on any section of the delivery wire. The lot number of the prowler select plus microcatheter is not known; therefore, a device history record review cannot be completed. A non-sterile prowler select plus was received coiled inside of a plastic bag. Additionally, a non-sterile enterprise was received coiled in the same plastic bag. The microcatheter hub was inspected and no anomalies were noted. Compressed section was observed on the microcatheter from 1.3 -1.6cm from distal end. No anomalies were noted in the enterprise. The ID of the microcatheter and marker bands positions were found within specification. The received microcatheter could be flushed using a lab sample syringe; one enterprise cordis lab sample was inserted from the hub of the microcatheter, and it advanced smoothly until compressed, where some friction was experienced; however, the device came out from distal end without any difficulty. The enterprise was removed without any problem. The cause of the compressed section could not be conclusively determined; however, neither the analysis nor reported information indicates a relationship to the manufacturing process. The compression is likely related to the post procedure handling/packing of the device. With analysis of the microcatheter, no discrepancy was found with the microcatheter that would contribute to the reported release of the enterprise prior to withdrawal passed the recapture limit point. The recaptureability limit is when the proximal end of the stent positioning marker is even with the distal infusion catheter marker band. The microcatheter marker bands were present and the position was within specification. In addition, the returned enterprise delivery wire was found within specification. Based on the reported information and analysis of the returned devices, procedural factors appear to have impacted the premature deployment resulting in inaccurate placement of the stent. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2010-00239 and 1058196-2010-00240